Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had fallen from 10 years to 7 years in approximately six months. Data analysis was requested. Boston scientific technical services (ts) analyzed the data and determined that the power consumption had been increasing gradually. Device replacement or reanalysis within 90 days was recommended. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had fallen from 10 years to 7 years in approximately six months. Data analysis was requested. Boston scientific technical services (ts) analyzed the data and determined that the power consumption had been increasing gradually. Device replacement or reanalysis within 90 days was recommended. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.